Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm). (B)(4). Investigation summary: DHR for lot 0111315; has been reviewed. The lot was built and packaged on afa line 12 from 26apr2020 through 30apr2020 for the quantity of 528,010 units. No related quality issues or process deviations were found. Incoming inspection records were reviewed for the cannula lots 9189424, 9317643, 9317642, 0044744 and 9189420. No quality issues or procedural deviations were found. Deura (B)(4) has been reviewed. Bevel alignment with the notch is identified as a potential cause of poor flashback on p.7. However, this cause has been proven to have no effect on the flashback (as indicated by sndy350-sf75 for the ECG notch for 22 and 24 gauge autoguard cannula). Request to correct rm5255 has been submitted to the unit qa. Investigation conclusion: received 8 unused 22ga bd insyte autoguard blood control IV catheter units within undamaged packages from ref. 382523, lot 0111315: 3 are sealed packages and 5 are opened packages. The needles for all returned units reveal to have no anomalies or damage (i.e. Bends, burrs, flash, deformation, etc.). Per buy specification a1590rm, rev4, position of the notch is not evaluated. This is because the drawing dwg 404048 rev5, states: notes 16. No orientation is required between the bevel and the notch for ECG-ground notches. Incoming inspection records reviewed revealed no quality issues for the cannula lots used in the manufacturing of the final product lot under this investigation. Three of the returned units do not have the notch aligned with the bevel. Although the notch on several of the retuned units are not oriented with the bevel of the cannula, this is not considered a defect. Root cause description: the root cause cannot be determined for an unconfirmed defect. Customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause. Risk to the end user is established based on occurrence and severity of the defect as related to a specific failure mode in the manufacturing process and the effects of that failure. The risk could not be evaluated for the unconfirmed defect in the absence of the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced device damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no. 382523, batch no. 0111315. Hole built on top of needle (designed for flash of blood return in catheter) is cut improperly into needle (some cuts are on back of needle or on side- should be top matching bevel and white retractor button).